Event description:
The customer reported that the upper half of the left monitor had no display resulting in an unstable image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adaptor was replaced. The system was then found to be operating as intended.